Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right atrial lead exhibited high capture thresholds in both unipolar and bipolar mode. No patient symptoms were reported. The lead was capped and replaced. No additional information was reported.